Manufacturer narrative:
It was reported that right hip revision surgery was performed due to metallosis, loosening and elevated cobalt & chromium levels. During the revision the bhr head and bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. This (B)(6) female with bilateral bhr implants, underwent a right bhr revision ~6 years post implantation, due to reported metallosis and pseudotumor. The revision operative report states marked metallosis; the trochanteric bursa was fully involved, with a large cyst/pseudotumor; and brownish synovium of metallosis was immediately evident extending over the trochanter and around the hip joint itself. The entirety of the synovium was reported as being removed. Neither supporting intra-op findings/images nor pathology/lab results were provided to confirm the reported metallosis and pseudotumor. The clinical symptoms of the reported right hip metallosis and pseudotumor may be consistent with an adverse reaction to metal debris, but this cannot be confirmed based on the information provided. The source of the reported metallosis and pseudotumor cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that right hip revision surgery was performed due to metallosis due to loosening and elevated cobalt & chromium levels.